Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b4, g3, g6, h2, h3, h6, h10, h11. The product was returned; therefore, a product evaluation was completed. Due to the nature of the complaint, no functional or dimensional testing was performed. No applicable imagery was provided. The device was visually examined, and the following was observed: sheath shaft appears to have been cut 2.5" from comnut. Proximal sheath shaft has been cut axially within the strain relief region, starting from distal comnut. Hdpe on distal shaft fragment appears to have been cut axially approx. 1" in length. Liner fully delaminated circumferentially for 11" from distal tip. Distal tip opened as designed. C-marker band is present. Approximately 0.5" distal liner is bunched. Stress mark on the hdpe 0.75" from distal strain relief. Provided post-procedural device imagery was reviewed and confirmed the complaint events. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaint for sheath liner delamination was confirmed based on evaluation of the returned device and provided imagery. Available information suggests procedural factors (withdrawal of altered balloon profile) likely contributed to the event as it was reported that the balloon 'ruptured'. Additionally, evaluation of the returned delivery system revealed a burst inflation balloon. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon) can lead to the system catching onto the sheath liner. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is two of two manufacturers being submitted for this case. 2015691 2025 06871. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra resilia valve in the aortic position, the valve was successfully deployed. However, due to a mean gradient of 16mmhg, the implanter decided to post-dilate. The final mean gradient was 15 mmhg, but the field clinical specialist (fcs) could not confirm the effectiveness of post-dilation due to balloon instability. At the time of balloon inflation, elevated systolic blood pressure caused the balloon to abruptly shift aortic, resulting in rupture of the commander delivery system balloon. Upon removal of the delivery system, the balloon and wire lumen had detached from the catheter and remained in the external and common iliac arteries. A surgical cutdown was performed to retrieve the retained components, which were successfully removed. The valve was successfully implanted in the intended position. The patient is currently stable and recovering. Additional details: the rupture was attributed to a 'flossing' motion caused by attempts to reposition the balloon against high systolic pressure. The balloon likely contacted either calcification at the sinotubular junction (stj) or a strut on the transcatheter heart valve (thv) frame. Although the balloon was within the sheath during withdrawal, the implanter reported minimal resistance. The system was removed without realizing the wire lumen had detached and remained in the body. Per imagery evaluation, a sheath liner delamination was noted during review.